Event description:
Reported due to device being stuck in patient groin requiring surgical intervention. The operator attempted closure of an arteriotomy site with the perclose a-t (the closer ak) device following a diagnostic procedure. Fluoroscopy was performed prior to the closure with the following findings: vessel size was seven (7) mm, no reported vessel calcification and the site was confirmed to be in the common femoral artery (cfa). Reportedly, it was a "low stick but still above the bifurcation." There was no scar tissue present at the groin site. The perclose a-t device was inserted but "kinked at the guide wire exit port." The device was exchanged for a second perclose a-t device. The second device was inserted without any issues. Mark was achieved, the foot was deployed and the plunger was depressed. Upon needle deployment, the operator stated that it "did not feel or sound normal." Reportedly, the needles were removed without suture capture, the foot was parked but the device could not be removed from the patient's groin. The patient was transferred to the operating room for removal of the device (in its entirety) and repair of the artery. The patient's hospitalization was prolonged for two (2) days as a result of this event. At last report, the patient had been discharged to home. Although requested, no additional information was provided.